Event description:
User facility requested repair on an ambulatory infusion pump due to an unknown error code.

Manufacturer narrative:
Additional information was received indicating the observation was found during performance testing. There was no patient involvement.

Manufacturer narrative:
One cadd®-solis ambulatory infusion pump was returned for analysis. The customer's reported problem was "error 44510". Inspected the pump and during power-up it alarmed with error code 44510. Further investigation determined that a faulty pwa board (microprocessor board) was the root cause of the issue. The pwa board was replaced. Customer's reported problem was verified.